Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for device change out due to normal eri and possible atrial lead revision due to out of range lead impedance. During device explant, significant atrial lead damagel and rv lead damage near the svc shock coil due to suspected clavicular crush was observed via venography. The leads remain implanted pending patients and physicians decision on how to proceed. No further information is available at this time.